Event description:
It was reported that during a knee surgery while the meniscal suturing the needle got jammed broke in the scorpion plier. The broken part was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h4, h6. The reported event was confirmed. One unpacked ar-12990 with batch 14987879 was received with a broken fragment of the needle stuck inside (see evaluation picture 1). Remaining parts of the needle have not been received and no further functional testing was possible due to the observed condition. This type of event is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.